Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged. Customer stated that the ring was loose. Customer blood glucose level was 250mg/dl. The device will not be returned foe the analysis.